Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. This device has not been serviced in the past 12 months. Review of event history log found multiple system faults 41622 having occurred. Customer's reported problem with error code 41622 was not duplicated. During functional test the device was running as intended, no alarm was sounding off and passed calibrations and psi. Standard preventive maintenance was performed, and the device passed all functional tests after the repair.

Event description:
It was reported that device needs a new battery door and has error code 41622. There was no patient involvement, and no patient harm/adverse event reported.